Event description:
My hair fell out after an imagining machine using radiation was used to perform brain surgery for an aneurysm. They went through my leg artery, but used an imaging device to see the procedure. Surgery in 2009 at hospital. Dates of use: 2009. Diagnosis or reason for use: brain aneurysm surgery.